Event description:
Caller reported that insulin gauge displayed an amount different from what was expected. Current fill estimate displayed on the pump was 20 units, and the estimate was static. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by support on how pump detects insulin amounts and informed that large variance in pressure measurements can cause this issue. Caller understood the explanation and acknowledged guidance. Customer planned to try a different cartridge lot number and would call back if issues persist.